Manufacturer narrative:
It was reported that tip of the delivery system appeared deformed during procedure. There were no adverse effects to the patient and the patient status was reported as stable. The dilator was not returned. The sheath was returned with a few bent damages. The sheath was measured at the hub using a pin gage and met specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that an unknown amplatzer amulet left atrial appendage occluder was selected for on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath to close the left atrial appendage (laa). The patient had a pre-existing condition of atrial fibrillation. During the procedure it was noted that there was resistance while inserting the delivery sheath through the skin into the vein. After crossing the septum with the delivery system, it was noted that the tip of the delivery system appeared deformed. The delivery system was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. After the procedure the first delivery system was inspected and it was observed that the light blue atraumatic tip of the delivery system was cracked. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.